Manufacturer narrative:
A gfe was sent to request information regarding the patient outcome, device explant status and return, as well as details about the initial reporter, if a response is received, a supplementary report will be uploaded.

Event description:
It was reported that this pacemaker had been switched to safety mode. This device remains in service. No adverse patient effects were reported. This pacemaker has not been returned for analysis and as a result, the allegations against it have not been confirmed since product analysis could not be performed. Record reviews did not identify a product quality issue or patient harm. Additional information confirmed this pacemaker has been explanted and successfully replaced. No additional adverse patient effects were reported. This product has not been returned for analysis.

Event description:
It was reported that this pacemaker had been switched to safety mode. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A gfe was sent to request information regarding the patient outcome, device explant status and return, as well as details about the initial reporter, if a response is received, a supplementary report will be uploaded.